Manufacturer narrative:
The most likely cause is patient factors, including congenital heart disease and patient age at time of implant. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a patient with a 25mm pericardial valve in the pulmonary artery position had mild pulmonary regurgitation secondary to structural valve deterioration after an implant duration of eight (8) years and eight (8) months. A symptom of heart failure was observed. Transcatheter pulmonary valve implantation (tpvi) is under consideration.

Manufacturer narrative:
H10: additional narratives surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.